Event description:
It was reported that during the attempted implant of a transcatheter pulmonic valve, upon the first deployment attempt, a bend in the valve was observed. Subsequently, the valve was recaptured into the delivery catheter system (dcs). Upon the second deployment attempt, it was observed that the valve had opened properly without bending. Following full deployment of the valve, contrast injection revealed severe central pulmonary regurgitation. Transesophageal echocardiogram (tee) confirmed the regurgitation, and also revealed that only one of the three leaflets was mobile. Subsequently, a 24 millimeter (mm) non-medtronic balloon was partially inflated in the valve in order to release the leaflets, however the attempt was unsuccessful. Then, a pigtail catheter was utilized to attempt to release the leaflets, but was also unsuccessful. Ultimately, a non-medtronic 26 mm valve was implanted valve-in-valve. Per the physician, the anatomical structure of the patient's right pulmonary artery contributed to the initial bend of the valve. It was noted that a 1 hour procedural delay occurred as a result. Additional information was received that after releasing rows three and four, they appeared a little crooked and constrained. A non-medtronic guidewire was positioned at the left pulmonary artery and right pulmonary artery separately during deployment. Additional information was received that prior to the valve implant procedure, good computed tomography (CT) sizing of the 25 mm valve transcatheter pulmonary valve (tpv) was obtained. During implant, the valve appeared fine in the first and second rows. After releasing, rows three and four appeared a little crooked and constrained. The valve was pulled down further in an attempt to straighten them out but was unsuccessful. The valve was then retrieved to the sheath and dry seal with no real difficulty. Then a carrot was used to advance the dry seal up to the bifurcation. The valve was then redeployed with a good result. However, significant insufficiency was noted on tee. Transthoracic echocardiogram (tte) showed valvular pulmonary insufficiency (pi) with abnormal movement of the valve tissue. Per the physician, the struts appeared to be infolded. Ballooning was attempted but did not resolve the issue. The non-medtronic valve was implanted with good result and the patient was doing well.

Manufacturer narrative:
Updated data: b5 - third paragraph d10 - delivery catheter system (dcs) is now system reported with the valve. Continuation of d10: product ID {marmony-dcs}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {non-implantable} h6 - the delivery catheter system (dcs) was discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: a2, b5, e1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter pulmonic valve, upon the first deployment attempt, a bend in the valve was observed. Subsequently, the valve was recaptured into the delivery catheter system (dcs). Upon the second deployment attempt, it was observed that the valve had opened properly without bending. Following full deployment of the valve, contrast injection revealed severe central pulmonary regurgitation. Transesophageal echocardiogram (tee) confirmed the regurgitation, and also revealed that only one of the three leaflets was mobile. Subsequently, a 24 millimeter (mm) non-medtronic balloon was partially inflated in the valve in order to release the leaflets, however the attempt was unsuccessful. Then, a pigtail catheter was utilized to attempt to release the leaflets, but was also unsuccessful. Ultimately, a non-medtronic 26 mm valve was implanted valve-in-valve. Per the physician, the anatomical structure of the patient's right pulmonary artery contributed to the initial bend of the valve. It was noted that a 1 hour procedural delay occurred as a result. Additional information was received that after releasing rows three and four, they appeared a little crooked and constrained. A non-medtronic guidewire was positioned at the left pulmonary artery and right pulmonary artery separately during deployment.

Manufacturer narrative:
Updated data: b5 - fourth paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter pulmonic valve, upon the first deployment attempt, a bend in the valve was observed. Subsequently, the valve was recaptured into the delivery catheter system (dcs). Upon the second deployment attempt, it was observed that the valve had opened properly without bending. Following full deployment of the valve, contrast injection revealed severe central pulmonary regurgitation. Transesophageal echocardiogram (tee) confirmed the regurgitation, and also revealed that only one of the three leaflets was mobile. Subsequently, a 24 millimeter (mm) non-medtronic balloon was partially inflated in the valve in order to release the leaflets, however the attempt was unsuccessful. Then, a pigtail catheter was utilized to attempt to release the leaflets, but was also unsuccessful. Ultimately, a non-medtronic 26 mm valve was implanted valve-in-valve. Per the physician, the anatomical structure of the patient's right pulmonary artery contributed to the initial bend of the valve. It was noted that a 1 hour procedural delay occurred as a result. Additional information was received that after releasing rows three and four, they appeared a little crooked and constrained. A non-medtronic guidewire was positioned at the left pulmonary artery and right pulmonary artery separately during deployment. Additional information was received that prior to the valve implant procedure, good computed tomography (CT) sizing of the 25 mm valve transcatheter pulmonary valve (tpv) was obtained. During implant, the valve appeared fine in the first and second rows. After releasing, rows three and four appeared a little crooked and constrained. The valve was pulled down further in an attempt to straighten them out but was unsuccessful. The valve was then retrieved to the sheath and dry seal with no real difficulty. Then a carrot was used to advance the dry seal up to the bifurcation. The valve was then redeployed with a good result. However, significant insufficiency was noted on tee. Transthoracic echocardiogram (tte) showed valvular pulmonary insufficiency (pi) with abnormal movement of the valve tissue. Per the physician, the struts appeared to be infolded. Ballooning was attempted but did not resolve the issue. The non-medtronic valve was implanted with good result and the patient was doing well. Additional information was received that reported the pulmonary regurgitation event was not related to the dcs. The regurgitation was noted as recovering/resolving.

Manufacturer narrative:
Continuation of d10: product ID {marmony-dcs}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {non-implantable}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter pulmonic valve, upon the first deployment attempt, a bend in the valve was observed. Subsequently, the valve was recaptured into the delivery catheter system (dcs). Upon the second deployment attempt, it was observed that the valve had opened properly without bending. Following full deployment of the valve, contrast injection revealed severe central pulmonary regurgitation. Transesophageal echocardiogram (tee) confirmed the regurgitation, and also revealed that only one of the three leaflets was mobile. Subsequently, a 24 millimeter (mm) non-medtronic balloon was partially inflated in the valve in order to release the leaflets, however the attempt was unsuccessful. Then, a pigtail catheter was utilized to attempt to release the leaflets, but was also unsuccessful. Ultimately, a non-medtronic 26 mm valve was implanted valve-in-valve. Per the physician, the anatomical structure of the patient's right pulmonary artery contributed to the initial bend of the valve. It was noted that a 1 hour procedural delay occurred as a result.